Manufacturer narrative:
Event date: exact date unknown, event occurred three weeks after the implant date.

Event description:
It was reported that the patients lead had migrated and the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure.